Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces also, with moisture noted in the battery tube. No moisture damage was found on the lcd board, mother board, interface board, radio frequency board, motor and vibrator assembly during our visual inspection. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip, cracked case and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call that they received a button error alarm and the buttons were not working. The customer's blood glucose was 13 mmol/l at the time of incident. The customer stated that they went into the pool with the insulin pump on and got exposed to water. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.